Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the gas outlet port was loose. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 1feb2019. Customer replaced gas outlet port to correct the problem. Unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.